Manufacturer narrative:
The investigation of pump stop has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05240.

Event description:
The user facility reported a 73-year-old male patient was implanted with an impella device for mechanical circulatory support. The complainant reported that following impella rp flex implant, manual pressure was held at the site to remove the peel away sheath and the pump temporarily stopped. Upon lightening the pressure at the sight, the alarm resolved and support with the implanted pump was able to continue. There was no patient harm resulting from the failure.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿